Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative did observe system message "lost ac power" in the event log, and checked the power cord and connections. No problem was found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that the unit stopped working and shut down during surgery. A second unit was used to complete the surgery. There was no harm to the pt.